Event description:
Reportedly, the status led of the subject home monitor remains orange.

Event description:
Reportedly, the status led of the subject home monitor remains orange.

Manufacturer narrative:
Preliminary analysis revealed that the reported issue most probably resulted from a corruption of the flash memory, which prevents the home monitor from booting properly.

Event description:
Reportedly, the status led of the subject home monitor remains orange.